Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00563. It was reported the ipg was unable to be set to MRI mode. Lead diagnostics revealed multiple low impedances. The patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted. The patient reported she no longer used the scs system as much as she used to and she wanted to be able to have an MRI.